Event description:
Bag holder becomes misaligned so that nursing staff cannot insert key to unlock to change bag. Tubing in pump becomes kinked, but pump indicates that medication has been administered. Then when pump alarms bag emptied, nursing staff find the kink and a full bag. There is a downstream occlusion alarm but no pressure/occlusion alarm when the problem is inside the pump. User has been working with baxter on both design issues since last year and has returned over 60 units w/replacement made. Per rptr, baxter admitted that the door lock mechanism is not heavy-duty enough for the use these pumps are getting at this particular facility.